Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump delivered 25.0 units thru the bolus wizard without programming. The customer stated that she does not remember programming or delivering that amount of bolus. Reviewed the bolus history and found a manual bolus programmed into the insulin pump, but the customer did not recall. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.